Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test and self test. No unexpected pump error 15 alarms during testing however, pump error 15 alarm (line number = 442; file number = 38) is found in the formatted history file on 09/29/2024 12:48:09.000 due to a software error. Successfully downloaded history files and traces using thump software. Pump communicated properly with test guardian link (lg3)transmitter. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged pump error 15 confirmed. No com pump to xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the transmitter and the pump and received a pump error 15. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed and the customer was able to clear the error and the pump passed self test and the communication issue was not resolved. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.